Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stoma site infection is a known complication of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient has not started duopa treatment. On 02-nov-2016, the patient reported that the stoma site has some bloody drainage, and the patient is complaining of a little pain. The patient has been prescribed keflex 500 mg three times a day for 5 days.